Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a leakage at the tube of two devices (used on the same patient). The provided image shows that the leak was at the ats connector, not at the tubing.

Event description:
It was reported that there was a leakage at the tube of two devices (used on the same patient). The provided image shows that the leak was at the ats connector, not at the tubing.

Manufacturer narrative:
(B)(4). DHR review was performed and documented on the previous complaint report with no findings. A visual inspection of the product involved in the complaint were performed on 6 representative samples of product code s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) received under customer (B)(4). The 6 samples were received on their original packaging and are representatives of detected defect. During the visual inspection it was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the ats connectors were verified and no issues were observed that can lead to a leaking issue. Ats connectors were disconnected to verify the assembly of the o-ring and they were found assembled correctly. Received samples were filled with water and no leakage at the inner sections of the pe bottles were observed. Received samples were connected to simulate the use using water; they were tested with suction and no leakage issues were observed, the samples were connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed. During the test it was extracted a liquid sample by the sampling port of the ats without any problems and without any leakage. For testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and no leakage issues were observed. A visual inspection of the product involved in the complaint were performed on 6 representative samples of product code s-1100-08lf (pe sahara dry suct/dry seal lf 6/cs) received under customer complaint 1900082070. During visual inspection was confirmed that the tubing is assembled correctly on each end of the ats connectors. The assembly of the ats connectors was verified and no issues were observed that can lead to a leaking issue. Ats connectors were disconnected to verify the assembly of the o-ring and they were found assembled correctly. Received samples were connected to simulate the use using water; they were tested with suction and no leakage issues were observed, the samples were connected and disconnected several times to see if any of these disconnections could lead to a leakage issue and no leaks were observed. During the test it was extracted a liquid sample by the sampling port of the ats without any problems and without any leakage. For testing purpose intentionally, a poorly connection on the ats connection was performed (50% assembled) and no leakage issues were observed. Based on samples received and testing perform to received samples; customer complaint cannot be confirmed; nuevo laredo facility will continue to track and trend this failure mode. Based on previous statements it is not possible to establish corrective actions.